Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy at 0.08660 inches. The test guardian link with the glucose sensor simulator communicates properly to the pump noted. Insulin pump programmed with the suspend before low alert and the suspend before low alert functioning properly. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 42 mg/dl at the time of the incident. The customer reported the buttons were unresponsive on the insulin pump after receiving a low alert. The customer became unconscious and was unable to remove the keys from the car. The customer was in a car accident as a result and the car was totaled. The customer was given glucose gel to treat by the paramedics. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and was not automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The customer reported the pump would suspend when the customer was not experiencing a low blood glucose. The customer's current blood glucose was 118 mg/dl. The insulin pump will be returned for analysis.